Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a gastric sleeve procedure, during the third firing there was an incomplete and stapler malformation. The device was used in gastric tissue and the color cartridge used was gold. The surgeon closed manually. There were no adverse consequences for the patient.